Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2010. D274trk implantable pacemaker cardio/defib: (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that they were experiencing "phrenic nerve stimulation" that began "several months ago" that can be visible to others when it occurs. Patient also stated that the physician attempted "reversed polarity", programmed "on and off" without success, understood from physician "some leads deteriorate over time", concern may be related to insulation. Patient is pending follow up appointment with physician for next steps. Follow-up with the clinic did not yield any information. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.